Manufacturer narrative:
All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Prior to the alarm, numbers were ramping up while the customer attempted to program a bolus. Her blood glucose level was 315 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.